Manufacturer narrative:
No conclusion code available. Final analysis found the field complaint of the transmitter presenting with a no power issue and having a burnt green contact strip was verified.

Event description:
It was reported that the transmitter would not power up. After the removal of one of the prongs, one of the green strips appeared to be burnt.